Event description:
On (B)(6) 2015, a reporter contacted animas alleging that there were multiple loss of prime warnings with different cartridges. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/05/2015 with the following findings: a review of the pump¿s black box showed a loss of prime warning (cs162) with low non-zero force. During testing, the pump successfully completed the 24 hour duration test with no loss of prime warnings occurring. The force sensor calibration was found to be out of specification. The force sensor resistance was within required specifications. The pump case was removed and the force sensor pins were found to be properly seated and the solder connections intact. There was no evidence of damage to the force sensor traces. The loss of prime issue was shown in the pump history but was not duplicated during investigation.

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.